Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other clip delivery system ((B)(4) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the inability to remove the gripper line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip was implanted at a2/p2, reducing the mr to 3+. The second clip delivery system (cds 70614u154) was advanced to the mitral valve. After successful grasping lateral to the first clip, the gripper line removability was tested, but the gripper line did not respond. Troubleshooting was performed, but was not successful. The decision was made to open the clip and remove the cds. The new cds (70731u215) was advanced to the mitral valve and the clip was positioned lateral to the first. The deployment sequence was started; however, the mr had worsened and the posterior leaflet was torn. The decision was made to not implant the second clip, and remove the cds. One clip was implanted and the mr remained at 4+. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported inability to remove the gripper line was confirmed. Herniations on the gripper line lumens were noted. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported inability to remove the gripper line could not be determined. The minor herniation observed was unlikely to have caused the inability to remove the gripper line. Based on the results of investigations, there is no indication of product quality issue with respect to manufacture, design or labeling.